Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they need assistance with changing the time on the pump and mentioned that they have experienced low blood glucose levels of 44mg/dl. Customer indicated that the low began after the daylight savings time change. The customer treated for the low blood glucose with food. The customer was assisted with changing the time on their pump and declined further troubleshooting for the low blood glucose. No further details given.